Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that cutting wire was broken, preventing the tome from being able to bow. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that cutting wire was broken, preventing the tome from being able to bow. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code 1069 captures the reportable event of wire broke. Block h10: visual examination of the returned device revealed that the cutting wire had no evidence of damage; however, the device's the working length was damaged. Furthermore, the distal pierced hole (tome's extrusion) was found torn, which is evidence that cutting wire anchor slipped causing the catheter to tear. The customer could perceive this as a broken cutting wire; consequently, confirming the reported complaint based on the device's condition. According to the information reviewed in this case, there is no evidence of a manufacturing issue or mishandle of the device. This type of damage is associated with a known design limitation of the device in which under certain scenarios of usage, the catheter can tear. This is an anticipated failure mode within the risk documentation of the product. An investigation was completed to address this issue which identified the most probable root cause to be design inadequate for purpose, since the problems are traced to the design and design features of the device that do not support or interfere with the intended purpose of the device.